Event description:
The patient had a systemic infection so the physician decided to explant the full lcd system in order to clear the infection. Original source of infection unknown, swabs taken at time of explant. Cultures were taken. Antibiotic treatment was necessary (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).